Event description:
The patient was treated with the pulsed dye laser on his left ventral forearm. The treatment went as expected and the laser did not indicate any fault (error message). I was then notified by the patient's father two days after the treatment that he had blisters on that area. The laser was serviced by candela who told me that the laser had been malfunctioning as a result of "unstable dye." The technician has corrected the problem. I have seen the patient in follow-up and communicated with his father by both telephone and email on several occasions. The treated area is now discolored and healing. I will continue to follow the patient.I treated the second patient with the pulsed dye laser for a port wine stain on her left cheek and forehead. The patient called the next day to report that it was "bumpy". I asked the patient to come into the clinic and she stated that she didn't want to come in on that day but would come the following morning. I saw the patient and she had blisters on her left cheek but not on her forehead. I had no idea why this happened and there was no fault (error message) delivered on the laser during the treatment. I treated her blisters with topical medications (she declined oral treatment). I saw her in follow-up and spoke with her on the phone. She has healed well with no evidence of permanent scarring. I did not realize that she actually had a burn from a laser malfunction until another patient had similar problems. The laser technician told me that this occured due to "unstable dye" in the machine. The problem has been corrected.device #1is this a laboratory device or laboratory test?no.